Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activated early. The following information was provided by the initial reporter,: "patient states that spring shot off when attempting to attach needle tip, leaking contents and unable to be administered. Patient believes the device to be faulty.

Manufacturer narrative:
H:6: investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activated early. The following information was provided by the initial reporter,: "patient states that spring shot off when attempting to attach needle tip, leaking contents and unable to be administered. Patient believes the device to be faulty.